Manufacturer narrative:
The device was unable to prime during prime test due to faulty force sensor resistor. The device passed the rewind, basic occlusion and displacement tests. There was no motor error alarm noted. The motor passed the motor test. The excessive no delivery alarms were not able to be confirmed due to prime anomaly. The device was received with cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker noted.

Event description:
The customer reported via phone call of no delivery alarm and motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.